Manufacturer narrative:
Insulin pump monitored in 50c oven for several days and no blank display noted. Insulin pump received with normal operating currents. No unexpected failed battery test or weak battery alarm noted. No damage found on the lcd isolation tape noted. Insulin pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the device alarmed multiple failed battery test alarms. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at time of call was 100 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.